Event description:
It was reported that an angio-seal sts plus was deployed in the right femoral artery (rfa). Hemostasis was not achieved and a femo stop was placed on the rfa. The patient's distal pulses began to diminish. An ultrasound was performed which revealed an occlusion in the rfa. The patient was taken to surgery for a thrombectomy. The patient was recovering.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information receive, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.